Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The manufacturer representative reported that the lead was placed in the patient and connected to the implantable neurostimulator (ins) on (B)(6) 2015. While obtaining impedance readings, electrode 1 was greater than 4000 ohms with every pairing. The troubleshooting performed was that impedance readings were taken multiple times. The physician then removed the lead from the ins and reinserted the lead into the header. Impedance readings were taken again and the results were the same. The physician again removed the lead from the header and reinserted it and impedance readings showed greater than 4000 ohms on each pairing with electrode 1. The intervention taken to resolve the issue was that the lead was replaced with a new tined lead and the issue was resolved. The patient was alive with no injury. The lead would be returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4). Analysis of the tined lead (B)(4) found no anomaly. The lead was tested with a known good screening cable. The screening cable was connected to an ens, while the lead distal end was placed in a 0.9% saline solution. Using a clinician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. (B)(4).